Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: type of follow up - additional information/ device evaluation/correction. H3: device evaluated by mfg- additional information. H6: additional information/correction - missing 4315 on initial MDR.

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.